Event description:
Healthcare professional reported left side "rupture¿, ¿intracapsular rupture of the left prosthesis¿, ¿tear in the envelope of the prosthesis on the left with very limited leakage of silicone¿ at the posterior upper edge of the prosthesis extracapsular with slightly hyperintense appearance of the periphery of an enlarged lymph node cranially in the left armpit: presumably due to limited uptake of silicone and secondary hypertrophy of the node¿, ¿this node has a maximum diameter of 2 cm¿, ¿limited extracapsular leakage of silicone cranially at the prosthesis with limited uptake of silicone in the closest adjacent enlarged axillary lymph node on the left¿ . The device has been explanted.

Manufacturer narrative:
Continued e1 (phone no.): (B)(6). Device analysis: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. As per the investigation procedure particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, lymphadenopathy.